Event description:
The patient contacted animas on (B)(6) 2012 claiming high bg readings; a worn down keypad, inexplicable alarms, and the batteries seemed to be draining faster than they should. Not further information was provided. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.